Event description:
There was an allegation of questionable creatinine plus ver.2 results from the cobas 8000 c702 module. Of the data provided, the results for one sample were a reportable malfunction. The initial result was reported to be 150 mol/l. The repeat result was reported to be 55 mol/l. Allegedly, based on the initial result of 150 mol/l, the patient was administered rasburicase and fluids. Further information was requested, but no other information was known about the patient in relation to this incident. This event is being reported in an abundance of caution.

Manufacturer narrative:
The cobas 8000 c702 module serial number was (B)(6). The field service engineer found that the gear pump pressure was low and performed an adjustment. The investigation is ongoing.

Manufacturer narrative:
The field service engineer found a pinhole in tubing of the rinse tube assembly. All three rinse tube assemblies were replaced, and qc results were acceptable. The customer reproted not further issues after the service actions. The customer was using a clotting time of >20 minutes, which is shorter than the tube manufacturers reccomnedations. Correct pre-analytic sample handling is within the customer's responsibility. The investigation determined that both the hardware issues and pre-analytical issues were causal to the event.